Event description:
On (B)(6) 2017, pt reports having high power alarms around 6 w that began at 0300. These alarms continued so he was instructed to come to (B)(6). A stat echo was performed that concluded a thrombus in the inlet cannula. Pt was transferred to the ICU for closer monitoring. He underwent a hvad pump exchange on (B)(6) 2017.